Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from a hole in the lower right part of the bag. The leak was identified while the patient was connected for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from june 26, 2020 - june 29, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed and a tear was observed at the lower right side edge of the bag. A functional testing was performed which revealed a leak at the affected area. Additional magnified inspection verified a small tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.